Event description:
It was reported that customer experienced repeated malfunction alarms on pump with code 12, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while preparing to rely on alternate insulin delivery if necessary, and technical support arranged shipment of replacement pump.